Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. Field service engineer (fse) confirmed high o2 alarm, est does not pass and flow error code 3126. Replacement of sensor pcba, analog pcba and adjustment to relief valve and recommended bacteria filter replacement. Ventilator is back in service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported high internal o2. No patient harm reported.